Event description:
The hospital reported that during procedure, vasoview hemopro 2 cutting tool was not cutting tissue well and seemed to be intermittent. A new device was used without further incident. There was no patient harm. No case delay. No pre-cautery test was performed, but cautery was initially working well. The beeping sound was heard when the toggle was pulled back to activate the device. The power setting on the hemopro power supply was set at 3.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b7, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/25/2026. An investigation was conducted on 3/04/2026. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the evaluation results, the reported failures "intermittent continuity" and "failure to cut" were not confirmed. Reported lot # unk. A lot history record review was completed for lots 3000524500, 3000525805, and 3000524239 the last 3 lots shipped to the account prior to the event/aware date. For lot #s. 3000524500 and 3000524239. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. For lot # 3000525805. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.